Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (40 mg/ml at 16.8 mg/day) and morphine (20 mg/ml at 8.4 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and spinal pain. It was reported a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The motor stall was active. The patient had experienced flu-like symptoms. The change in therapy/symptoms was noted as sudden. The hcp was at the patient's home to interrogate the pump as the patient heard an alarm. The hcp would refer the patient back to the managing doctor/surgeon to consider pump replacement. It was further reported by a device manufacturer representative that the patient was in the intensive care unit (ICU). It was noted the patient heard the alarm going off and the next day started to experience withdrawal symptoms so they went to the hospital. When the representative asked if anything got resolved, the hcp didn¿t have any information. The pump re fill/replacement appointment was cancelled and the representative had not heard from either the patient or physician. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.